Manufacturer narrative:
Additional information received on 27-sep-2019 that there was no patient involvement.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with out a battery compartment cover. The event log was reviewed, and the device was run in user mode. The reported "high pressure alarm at startup" error could not be duplicated. Booting up the pump did not put it in alarm mode. Several attempts were made. The downstream sensor was checked for occlusion pressure and passed at 24 psi. Inside the pump there was residue left from ingression near the downstream sensor and air detector.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed a high pressure alarm at start up. There were no injuries or adverse events reported.